Event description:
It was reported that during a surgical procedure, the pt felt a small shock when the sensory mode of the device was started. It did not cause harm to the pt. The account used the same unit to complete the procedure. There was no medical intervention required and no delay reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.